Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 388928, lot#: va1ljt9, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#: (B)(4). Foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a fall in 2018 and had reduced therapy effect afterwards. The stimulation needed to be increased in order to generate sensation from 1.0v to 1.8v. No diagnostics or troubleshooting was performed. No interventions or actions were taken. The issue was not resolved at the time of this report. No surgical intervention occurred. The patient was alive with no injury. No further complications were reported or anticipated. Reference manufacturer report # 3004209178-2019-21379.